Event description:
On (B)(6) 2014 a customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid) and capture-r ready ID extend ii on the galileo echo instrument.

Manufacturer narrative:
Connected to customer's instrument to review images: review of the event log show no errors at the time of testing. The camera images appear aligned and focused. Review of batch 21686 shows that sample (B)(6) was tested with crrs lot r394 and it had a 2+ reaction with screen cell 1 and a 3+ reaction with screen cell 2. Screen cell 3 was negative and visually it appears negative, with no red cell adherence. Review of batch 21690 shows that sample (B)(6) was tested with crrid extend ii dn073 and all of the cells are negative and the controls reacted as expected. Visually, cell 14 is weak positive, with the cell button showing small red cell adherence and an irregular border. Cells 1-13 visually appear negative and the cell buttons have no red cell adherence. Review of batch 21691 shows that sample (B)(6) was tested with crrid lot 211 and had negative reactions with all cells, except cell 3. Cell 3 had an equivocal reaction and the cell button has small red cell adherence with an irregular border. Cells 1, 2, 4 and 14 visually appear weak positive. Visually, the cell buttons have slight red cell adherence with a diffuse border. The other cells visually appear negative, with no red cell adherence. Customer was advised of the camera algorithm communication, (B)(4), which informs that in some instances on the echo where the instrument may generate a negative well interpretation for capture-r ready-screen or capture-r ready-ID assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). We are recommending that you perform a visual verification of negative reactions before final release of those well results. Customer state that they are aware of this issue. A service call was made. Investigation of customer complaint reveals reactions in crrid extend and crrid does not match with the crrs reaction strength on same patient sample. Fse performed unexpected reactions checklist with all results as expected. Performed initialization and qc run with expected results. Fse also discussed (B)(4) regarding customer review of negative wells and forwarded to customer. The system was tested and operated within specifications with no problems observed.